Manufacturer narrative:
(B)(4). A visual analysis of the returned stone cone nitinol urological retrieval coil revealed that the white heat shrink is peeled from the core wire and pulled away from the distal top. The section of the cone which includes the distal stop was missing, and was not returned. The device will not open or close. A piece of the blue green heat shrink is missing, and was not returned. However, a small amount of the blue green shrink was extending from the blue sheath approximately 2.5 cm. Review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in the ureter during a transurethral ureterolithotripsy (tul) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the coil of the stone cone nitinol urological retrieval coil could not be opened and closed properly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the coil was detached/separated, the white heat shrink was broken/torn and the coil coating peeled/shared/frayed.